Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2015-01898. The referenced stroke was reported under medwatch MFR report# 2916596-2017-01672. The referenced gi bleeding was reported under medwatch MFR report# 2916596-2017-01671. (B)(4). Approximate age of device - 1 year, 6 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital due to the lvad system producing varying flows upwards of 11lpm with correlating increases in power to 8-11 watts over the last two weeks, which is different from the patient's normal parameters. The patient's lactate dehydrogenase (ldh) level was over 700 u/l with a baseline ldh of 400-500 u/l. A log file review by the manufacturer¿s technical service representative indicated that the lvad system was operating as designed within the set pump parameters. The patient has been on the transplant list for (B)(6) years but is highly sensitized from a complicated bleeding / clotting history. The patient was started on ticagrelor in addition to warfarin. It was also reported that in (B)(6) 2017, the patient had experienced a few implantable cardioverter-defibrillator (ICD) shocks and was found to have some pump to interventricular septum touching on diastole; the pump speed was decreased from 9400rpm to 9200rpm with resolution of the arrhythmias.

Manufacturer narrative:
A correlation between the device and the report of an increase in pump power and elevated ldh could not be conclusively established through this evaluation. The device remains implanted and the patient remains ongoing on vad support with no further related issues reported. Hemolysis is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines all pump parameters, including pump power and flow, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.